Event description:
There was an air leak between the cannula and infusion line resulting in hypotony despite injection of gas rapidly. Furthermore, the design of the infusion line results in the infusion line spontaneously separating from the trochar, which at its worst, can result in hypotony and suprachoroidal hemorrhage. FDA safety report ID# (B)(4).